Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a gradual decrease in power consumption and estimated flows beginning on (B)(6) 2020 and 250 low flow alarms have been logged (B)(6) 2020. Information received from the site indicated, in addition to the low flow event, that the patient experienced non-device related ventricular tachycardia (vt). An electrocardiogram was performed, and the patient received 16 shocks from their implantable cardioverter defibrillator (ICD), a fluid bolus and an intravenous (IV) amiodarone drip. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-device related ventricular tachycardia (vt) associated with the ventricular assist device exhibiting low flows and low flow alarms. An electrocardiogram was performed, and the patient received 16 shocks from their implantable cardioverter defibrillator (ICD), a fluid bolus and an intravenous (IV) amiodarone drip. The vad remains in use. No further patient complications have been reported as a result of this event.